Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. No intervention was performed and the patient was in stable condition.